Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they were not having any relief with their current ins. Pt inquired about having the device ex-planted; pss redirected pt to hcp to discuss device removal. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient stated that the ins was removed "a while ago" because it wasn't working. The implant had been removed but they still have the lead.